Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value was 191 mg/dl and 105 mg/dl and 156 mg/dl and 315 mg/dl and 240 mg/dl and 237 mg/dl and 424 mg/d sensor glucose was 111 mg/dl and 200 mg/dl and 214 mg/dl and 291 mg/dl and 289 mg/dl and 240 mg/dl and 252 mg/dl. Customer stated that the insulin pump could not find sensor signal. Customer visited his doctor and had his a1c results. Customer stated that the insulin delivery was not suspended. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Insulin pump communicated properly with test guardian link transmitter. No cannot find sensor alert or communication anomaly noted.